Manufacturer narrative:
The reported event was confirmed as use related. The product was used for treatment purposes. A potential root cause for this failure is, "incorrect setup causing pad lines occlusion, e.g. Kinking". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." The device was not returned.

Event description:
It was reported that the hypothermia patient cooled on an arctic sun device with the serial number (1221) and they were trying to rewarm from 36.2c to 37c. The nurse reported an alert 01 (patient line open) and an alert 02 (low flow) and stated that the device attempted to start and stop. The flow rate was zero. It was reported that a bend/kink in the thigh pad was observed, so the thigh pads were recently changed, but they were not saved. The adult patient was placed with 4 arctic gel pads. The pad lot number from the box where the thigh pads used was nger3540. The nurse enabled the manual control with only the fluid delivery line attached, the flow rate was 1.7 lpm, the inlet pressure was -7psi and the circulation pump command was 55%. The gel pads were added back sequentially and all the arctic gel pads flow rate was out of the specifications (inlet pressure was - 0.7 to -1.4 psi) and the flow rate was 0 to 0.3 lpm. The arctic gel pads and the fluid delivery were checked for bends, kinks, damage, but nothing was observed. Later, the gel pads were disconnected and reconnected appropriately with low flow was seen. Mss then recommended the complainant to switch the arctic sun device since they had already changed some arctic gel pads, but they suspected that the arctic gel pads were the issue. The user called back with a new device and walked them through the set up. Then the user started the therapy, then the flow rate settled at 1.4 lpm and suddenly went to 0. The nurse would change out the pads and call back if needed. Mss asked the nurse to save the arctic gel pads to be returned to the field assurance. They would try to leave with the emergency (ER) supervisor. Mss called the nurse back to check the progress, but they would not answer and no further calls received from the nurse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hypothermia patient cooled on an arctic sun device with the serial number ((B)(4)) and they were trying to rewarm from 36.2c to 37c. The nurse reported an alert 01 (patient line open) and an alert 02 (low flow) and stated that the device attempted to start and stop. The flow rate was zero. It was reported that a bend/kink in the thigh pad was observed, so the thigh pads were recently changed, but they were not saved. The adult patient was placed with 4 arctic gel pads. The pad lot number from the box where the thigh pads used was nger3540. The nurse enabled the manual control with only the fluid delivery line attached, the flow rate was 1.7 lpm, the inlet pressure was -7psi and the circulation pump command was 55%. The gel pads were added back sequentially and all the arctic gel pads flow rate was out of the specifications (inlet pressure was - 0.7 to -1.4 psi) and the flow rate was 0 to 0.3 lpm. The arctic gel pads and the fluid delivery were checked for bends, kinks, damage, but nothing was observed. Later, the gel pads were disconnected and reconnected appropriately with low flow was seen. Mss then recommended the complainant to switch the arctic sun device since they had already changed some arctic gel pads, but they suspected that the arctic gel pads were the issue. The user called back with a new device and walked them through the set up. Then the user started the therapy, then the flow rate settled at 1.4 lpm and suddenly went to 0. The nurse would change out the pads and call back if needed. Ms&s asked the nurse to save the arctic gel pads to be returned to the field assurance. They would try to leave with the emergency (ER) supervisor. Ms&s called the nurse back to check the progress, but they would not answer and no further calls received from the nurse.